Event description:
On june 22, 1999 safeskin corporation was served with the following lawsuit. Plaintiff's claim alleges the following: plaintiff has suffered from allergic rhinitis, dermatitis, shortness of breath, itchy and watery eyes, wheezing, systematic asthma and urticaria. Plaintiff has also been diagnosed as suffering from type-1 latex allergy.